Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. How was the device removed from the tissue? What was the cartridge code? How was the procedure completed? Was there any patient consequence?

Event description:
It was reported that during surgery the ec60a was used to close the intestine and after closure they couldn't open the device. The cartridge will be part of this complaint but currently we don't have exact information about it (it is in the closed device). The procedure: laparoscopic dixon.

Manufacturer narrative:
Product complaint # (B)(4). MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. How was the device removed from the tissue? After closing the device it was fired, then after several trials it could be opened. What was the cartridge code? No information ¿ it is in the device how was the procedure completed? The device was closed on the gut but without firing and they hardly could open it. To finish the procedure they used another device from one of the competitors. Was there any patient consequence? No patient consequence at the end.